Event description:
During an open right colectomy procedure the surgeon used the tlc75. There was no report of instrument difficulty during this procedure. On 4/22/97 a reoperation was done due to bleeding of the staple line. The suture line was oversewn. 5/19/97. Rep said he saw the surgeon and was told the pt expired. The pt had copd and other health problems before the surgery.